Manufacturer narrative:
The device was returned, and the visual examination confirmed that the required assembly process for the saddle and housing components had been performed, although extent of initial engagement could not be verified following component disassociation. Review of the device history record found no discrepancies which could have contributed to the event. There is no evidence to indicate that the product was manufactured out of specification.

Event description:
Following insertion of a polyaxial screw, the saddle component was observed as having disassociated from the mating housing component. The screw assembly was replaced resulting in a surgical delay of approximately 20 minutes. There was no report of harm to the patient.